Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and repliform were placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that post insertion patient additionally experienced pain, extrusion, infection, recurrence, bleeding, dyspareunia, three blood transfusions and urinary and neuromuscular problems. It was reported that patient underwent partial mesh removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported on (B)(6) 2013 that the patient had a history of vaginal mesh procedures and has had 2 attempts at the vaginal mesh removal. The patient underwent a vaginal mesh removal procedure 10 ½ weeks ago and was sent home without problems. The patient was readmitted on (B)(6) 2013 with abdominal pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.